Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure or ncr that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that: 2 commercial boxes and aluminum pouches were returned with inscriptions: pte1468x: opened 23-7-19 ptc1816x: ¿used in patient as would be well covered by peritoneum¿ and ¿this mesh is used¿. The sample returned was the lot pte1468x. The mesh was found contaminated by blood. The textile knitting pattern and the mesh dimension were found as expected. The collagen was found wet, sticky and elastic. The reported condition was confirmed. The product IFU which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿2. Progrip¿ laparoscopic self- fixating mesh needs to be hydrated for a few seconds in a sterile saline solution before use¿. No information regarding the drying time between hydration and exposure has been provided. A search of our global complaints database revealed that this was the only report on file for these lots of products. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal (tapp) hernia repair, the barrier was lifting off the mesh. Another mesh of a different lot number was opened and it delaminated too, but the surgeon still used it. There was no patient injury